Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. It is not stated on the product experience report whether or not the ruptured patella tendon caused the total knee replacement to become unstable, nor the cause for the rupture. The increased size articular surface was most likely chosen in order to ensure better stability for the patient. The achilles tendon allograft also will provide additional stability. Based on the available information, a definitive root cause can not be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations of anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2007 and revised at approximately 2 months later, due to the patient having a ruptured patella tendon and the total knee was unstable. The poly was removed and up sized to a 23mm with screw. In addition, an achilles tendon allograft was used to reconstruct and reinforce the patella tendon rupture.